Event description:
The user developed an inflammation that caused secretion from the radical cavity making it impossible to wear the audio processor.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user developed an inflammation that caused chronic secretion from the radical cavity making it impossible to wear the audio processor. According to the clinic, there is no indication that the implant could have contributed to the inflammation. The device was explanted. Re-implantation is considered once the inflammation is resolved.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for device unrelated medical reasons, namely the user developed an inflammation leading to chronic secretion from the radical cavity. The user has a history of cholesteatoma which reasonably contributed to the observed infection. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.